Event description:
The equipment is found to be in normal use after poor contact with the equipment has been detected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).